Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having lots of problems with their bladder last night and suddenly realized that they could not feel stimulation. Patient then stated that they were checking that with their patient programmer (pp) this morning and had pp turned on but cannot get it to do anything. Patient was trying to increase stim but pp will not do anything. Patient was not feeling stimulation and therapy was off. Patient changed pp batteries. Patient confirmed device was off with pp. Patient turned stimulation on and was able to feel stim and increase stimulation. Troubleshooting resolved the not feeling stimulation issue. It was advised to monitor symptoms and patient might consider increasing stimulation. Patient was advised to follow up with doctor if problems with bladder was not resolved. Patient was implanted with gastrointestinal/ pelvic floor.